Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient had a rechargeable system in for a year and a half now, and recently had been unable to charge it at all. It had been looked at by various people.

Manufacturer narrative:
Continuation of d11: product ID 3550-29 lot# unknown serial# implanted: explanted: product type accessory h3: analysis of the ins (s/n: (B)(6) found the battery to have reduced capacity due to overdischarge h6: fdc 19 pertains to the ins (s/n: (B)(6). Fdm 10 and fdr 114 pertain to the ins (s/n: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3550-29, lot# unknown, product type accessory. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the consumer via manufacturer representative (rep) reported that the patient has had problems with charging the device since it was repositioned in (B)(6) 2019. Before this, they had no problems charging and had excellent therapeutic effect from the implantable neurostimulator (ins). It was repositioned due to the ins being too superficial and being too close to the skin, and this was causing pain. Since repositioning, the patient had struggled to couple the charger with the ins and only receiving a maximum of 2 bars out of 8 on the coupling scale. The battery was therefore discharged and the patient has had the stimulation off for the last couple of weeks. Factors that may have led or contributed to the issue was a battery repositioning in (B)(6) 2019. It was initially thought that this could be down to swelling or fluid around the battery post op. X-rays had been taken and the battery was reported to be in a good position. The patient was seen and interrogated with the clinician programmer where it was read that the battery was discharged. They used the antenna locate on the charger to find good positioning over the ins and although it says it was charging, there were 0 filled bars on the bottom of the screen (coupling was 0). A new charger was tried and moving the charging head around the site but it was not helping. The patient was referred to see the implanting physician for further assessment. The issue was not resolved.